Event description:
A peritoneal dialysis (pd) patient reported being prescribed medication during a call to customer support for a ¿filling slowly¿ message with the cycler. In additional follow-up, patient¿s pd nurse stated the patient was experiencing symptoms of cloudy pd effluent with report of drain complications (during pd therapy). As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained the culture grew the bacteria pseudomonas (species unknown). Per the nurse, the patient was treated with intra-peritoneal gentamycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Additionally, the nurse reported that the patient also had visible fibrin in the pd catheter (not a fresenius product) which was causing the patient¿s drain complications and is using heparin (per standing orders).the patient is reportedly recovering from the peritonitis event and continues pd treatments with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being prescribed medication during a call to customer support for a ¿filling slowly¿ message with the cycler. In additional follow-up, patient¿s pd nurse stated the patient was experiencing symptoms of cloudy pd effluent with report of drain complications (during pd therapy). As a result, on 30/oct/2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained the culture grew the bacteria pseudomonas (species unknown). Per the nurse, the patient was treated with intra-peritoneal gentamycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Additionally, the nurse reported that the patient also had visible fibrin in the pd catheter (not a fresenius product) which was causing the patient¿s drain complications and is using heparin (per standing orders).the patient is reportedly recovering from the peritonitis event and continues pd treatments with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Based on the reported information, the peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.